Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d11, e2, e3, g4, g7, h2, h3, h4, h6, h8, h10. The device history record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2020, it was reported that a dermatome died in the middle of surgery. The customer returned a zimmer electric dermatome serial number (B)(6) as well as zimmer electric dermatome power supply serial number (B)(6) for evaluation. Evaluation of the device on 5 february 2020 noted that the power cord on the dermatome did not match up with the the power supply at the site and that the cord was damaged. The device was also noted to be out of calibration at the zero setting. The motor speed on the dermatome could not be tested due to the older style connector on the dermatome. Review of the returned power supply found that it too had the older style plastic connectors. Repair of the dermatome and power supply occurred the same day and involved replacing the motor, power cord, power switch, multiple bearings, spring seal, retaining ring, and screws as well as recalibrating the dermatome and replacing the connectors on the power supply to be the newer metal connectors. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The dermatome was tested, inspected, and repaired and the power supply was tested, inspected, and repaired. While the service technician does find that the power cord on the dermatome was damaged, which would cause the motor to receive the adequate power in order to function properly, it cannot be determined from the information provided as to what caused the damage to the power cord. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the dermatome died during use in a procedure. No adverse events were reported as a result of this malfunction.